Manufacturer narrative:
Evaluation method. The patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
A us distributor reported that a patient had developed red, swollen, welt-like blisters under her left breast. The patient is a nurse and treated the blisters with an antiseptic cream and a medicated powder. Follow-up indicated that the blisters had healed.